Event description:
Reportedly, the instrument and anvil were introduced into the bowel using the normal technique for a low anterior resection with a stapled rectal stump. When the instrument was closed in preparation for firing, the green indicator could not be seen in the firing window. Since the green indicator was still not visible after several attempts to close it completely, the surgeon decided not to use it. The instrument was removed and the purstring was cut to release the anvil. A new instrument was used and a new purstring was created. The second instrument worked without incident. The instrument including the anvil had to be removed. There was some slight unanticipated tissue loss when the new purstring was created. A new stapler was used. Procedure: lar.